Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter: (B)(6) sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the helical blade extractor cold welded while using for extraction of helical blade, inserted drill sleeves broke off and periarticular prox humerus plate locking hole was stripped after inserting cortical screw. Surgical delay and procedure outcome is unknown. No patient consequence. This report is for one (1) 3.5mm/2.5mm insert drill sleeve. This is report 1 of 4 for complaint (B)(4).